Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The device service history was reviewed and no prior data was found. A two-year review of complaint history revealed there has been a total of 53 complaints, regarding 53 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the smi-02ap, spectrum autopass suture passer, device broke during pre-op testing on (B)(6) 2018. There was no patient injury reported; however, further information was requested, and it was reported that the user facility did not have any more information to report. This failure mode has been reported previously in the past two-years; therefore, this event is being reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Updated: method - was blank, changed to 10 and 4116. Results - was 3221, changed to 3252. Conclusion - was 67, changed to 22. Evaluation: the returned used device, item smi-02ap was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. Per the instructions for use, the user is advised the following: contraindications: - device is not to be used on bone or similar hard tissue warnings: - avoid lateral stresses to the instrument or device function may be compromised - do not use if parts are broken, cracked or worn, or device function may be compromised precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.